Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
M610 controller and mk6 lost settings whilst in drive, causing full limits to become active.